Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog, lot, expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported that the patient underwent shoulder arthroplasty on an unknown date. Subsequently, the patient was revised in (B)(6) on an unknown date due to a rotator cuff tear. During the procedure, the bio-modular glenoid was explanted and bone loss was observed. A bone graft was then implanted and the bio-modular head was placed back into the patient. The patient was revised again on (B)(6) 2014 due to a torn rotator cuff. A glenosphere head, humeral tray, humeral bearing, and taper adapter were implanted.